Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 18 months post index procedure patient was admitted to hospital with shortness of breath, 4 days later the patient expired, cause of death was congestive heart failure (chf) and chronic obstructive pulmonary disease (copd). Investigator indicated that the event was not related to the device.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (death). Evaluation, conclusions: inherent risk of procedure - (death). (B)(4).